Event description:
It was reported that during a patellar-tendon repair, while attaching the tendon to the tibia, the tip of the driver broke off into the cannulation of the screw and was not retrieved. The screw was secured and was not removed. A second bio-composite screw from the same lot number was inserted adjacent to the first screw.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged, over-insertion and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.